Event description:
It was reported that a patient underwent a thrombectomy using a 95 cm emboguard 87 balloon guide catheter (product code: bg8795u). Per the event description, the patient experienced a minor dissection, which ¿might have been from passing all the other devices over the balloon¿. Per the product complaint intake form, this event did not cause or contribute to a death, a serious injury, or result in the need for additional medical or surgical intervention. There was no malfunction reported and the device was used as indicated on the label. There were no patient consequences. The case was completed with another unspecified device. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Based on the additional information provided, the intracranial artery dissection code was removed from the complaint file and carotid artery dissection was added. Section b5: additional information was provided on 01-sep-2022. The thrombectomy was performed to treat the stroke symptoms which the patient exhibited prior to the procedure. No other symptoms were reported prior to the procedure. In conjunction with the procedure, the treating physician also had to ¿drop a carotid stent¿. The target vessel reported was the right internal carotid artery (rica). During the patient¿s recovery, the vessel dissection spontaneously healed. There was no information provided regarding the patient¿s current/ neurological status after the event or any patient demographic data. No contributing factors nor device performance issues have been mentioned. Complaint conclusion: it was reported that a patient underwent a thrombectomy using a 95 cm emboguard 87 balloon guide catheter (product code: bg8795u/ 0000144400). Per the event description, the patient experienced a minor dissection, which ¿might have been from passing all the other devices over the balloon¿. Per the product complaint intake form, this event did not cause or contribute to a death, a serious injury, or result in the need for additional medical or surgical intervention. There was no malfunction reported and the device was used as indicated on the label. There were no patient consequences. The case was completed with another unspecified device. No further information was provided. Additional information received indicated that the thrombectomy was performed to treat the stroke symptoms which the patient exhibited prior to the procedure. No other symptoms were reported prior to the procedure. In conjunction with the procedure, the treating physician also had to ¿drop a carotid stent¿. The target vessel reported was the right internal carotid artery (rica). During the patient¿s recovery, the vessel dissection spontaneously healed. There was no information provided regarding the patient¿s current/ neurological status after the event or any patient demographic data. No contributing factors nor device performance issues have been mentioned. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vessel dissection is a known complication associated with the use of the emboguard device and is mentioned in the instructions for use (IFU) as such. According to the information provided, the device performed as intended, and no new patient consequences have occurred related to the use of the device. In addition, there were no reported device malfunctions or patient consequences. However, the relationship between the emboguard device and the reported event cannot be excluded. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.